Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the anti-reflux valve was not working, so the blood was flowing. No other information was provided. Additional information received 01/05/2024: the incident did not result in any serious injury or any change to the treatment plan. The problem was identified when the PICC line was put in place. Another PICC line was placed. No further action was required.

Event description:
It was reported the anti-reflux valve was not working, so the blood was flowing. No other information was provided. Additional information received on 01/05/2024: the incident did not result in any serious injury or any change to the treatment plan. The problem was identified when the PICC line was put in place. Another PICC line was placed. No further action was required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back was determined to be inconclusive. The product returned for evaluation was a 5fr dual lumen powerpicc solo. Biological use residue was evident throughout the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed the purple lumen was partially occluded and the red lumen was completely occluded. The sample was filled with water and held from the distal end. The sample did not leak from either of the valves when held from the distal end. Microscopic inspection revealed blood residue was on the valves but no damage was observed on the valves. Although the valve functioned as intended during functional testing, other contributing factors may have caused the valve to fail. The complaint of bleed back is inconclusive because the clinical conditions related to the reported event could not be replicated. Additionally, an excessive amount of biological residue may have contributed to valve failure. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported the anti-reflux valve was not working, so the blood was flowing. No other information was provided.